Manufacturer narrative:
Hologic technical support (ts) reviewed log and found no hardware or reagent preparation issues. Positive and negative controls were valid and there were no anomalies in the affected worklist. Ts determined that the increase in positivity was likely due to contamination of two affected sample racks, possibly during sample preparation/handling. Hologic molecular applications specialist advised cleaning and decontamination of the fume hood, in use at the site for specimen preparation as a precaution. No further issues were reported.

Event description:
Customer reported 11 discrepant samples from one sars-cov2 tma worklist, ID (B)(4) using assay lot 319365 on panther instrument sn (B)(4). Samples were retested on another panther fusion instrument using an ldt assay and had an expected positivity rate of (B)(4). After hologic reviewed logs, they found an additional 6 discrepant samples from the affected wl. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Patients were required to isolate for an additional 24 hours while the retesting was performed, but no treatment was provided. There were no adverse events associated or reported from this event.